Event description:
The customer reported that the device jaws became locked on tissue during the procedure. The device was removed by resecting tissue directly adjacent to the device. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found that the device had been heavily used and the jaws were stuck shut on tissue when received. Functional testing found the handle latch and knife trigger were jammed so that the jaws could not be opened. Pmv investigation personnel opened the device jaws by forcing it open and pushing forward on the latch. There was dried blood caked on the seal plates and in the knife track causing the jaws to stick and preventing the knife blade from advancing. The jaws were then cleaned and found to open and close normally when the handle was activated. Pmv investigation personnel identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws of the device during use allowing tissue and blood to build up.